Event description:
Technologist was splashed in the eye when lifting a tube by the stopper, stopper came loose causing tube to fall and splash serum. Technologist had eye flushed and testing was performed for human immunodeficiency virus and rapid plasma reagin following hosp follow-up policy.